Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump battery was depleting rapidly, going from 90% and dropping down to 10% within a few minutes. A replacement pump was shipped to the customer. Customer will use manual injections as back up therapy to ensure that insulin delivery is not interrupted.